Event description:
Reportedly, the pt was admitted to the hospital due to a low heart rate of 34 bpm. Interrogation of the subject device revealed a high ventricular pacing impedance (above 3000 ohms). A re-intervention was performed and the lead could be moved in the header when manipulated. Psa testing of the lead revealed normal values.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.